Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab on two comparisons. Results as follows:" inratio: 2.7, lab: 3.5. Inratio: 1.2, lab: 1.8. Fingerstick done first and lab draw performed within 5 minutes.